Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a damaged, unattached/bubbled downstream occlusion seal. There was unknown patient involvement.

Manufacturer narrative:
Section a, b5, b6, b7, d3: correction. H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was identified to be a delaminated downstream occlusion (dso) seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
There was no patient involvement. The issue was discovered during testing.